Event description:
After zenith device placement, the post angiogram observed that left iliac leg graft had landed slightly short of covering the aneurysmal vessel. Iliac artery measured approximately twenty-millimeters in diameter, above the internal iliac artery. Physician elected to deploy a main body extension distal to the left iliac leg graft, providing the needed coverage of the vessel and maintaining patency of the internal iliac artery. The appearance of a slight endoleak may have been viewed. The main body extension was deployed with a one stent overlap. At the conclusion of the procedure, a good seal of the aneurysm was noted.